Event description:
It was reported that the force sensor calibration failed. Found during testing. There was no patient involvement.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection found wear/stress marks on the wires for the pressure sensor from the rack gear flipper that is positioned above them. Service history identified the complaint was not related to a previous service of the device within the review period. Force sensor calibrates and tests were performed without issue. Replaced pressure sensor and recalibrated. Pump produced d2a offset volage bgnd test system failure during motor drive test. Replaced plunger printed circuit board (pcb) and recalibrated all sensors. Pump passed all functional testing.